Event description:
It was reported that the atrial lead had a possible integrity issue. Additional information was received stating that the sensing and thresholds were outside of the expected range on the lead. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo, it was also noted that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: 6949 implantable tachy lead (B)(6) 2007. (B)(4).